Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime rewind anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that pump is not rewinding. Customer stated the rewind message occurred after an alarm/alert. Customer was advised that the insulin pump will need to be replaced and discontinue the use of the pump.